Event description:
Caller reported that the pump battery would not charge, and attempts to resolve the issue using different wall outlets, charging cables, and wall adaptors were unsuccessful. There was no reported impact to the customer¿s blood glucose level at the time of the event. The pump was confirmed to be within warranty, and the technical support team arranged for a replacement pump to be sent to the caller. The caller was instructed to allow the battery to fully deplete before returning the pump and was provided with shipping instructions for the return. The customer chose not to disclose the type of backup therapy they would use to ensure insulin delivery was not interrupted during the replacement process.